Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
According to the reporter, during vertical gastrectomy (gastric sleeve) the device did not work properly. There was a device component fell in cavity, there was a medical or surgical intervention needed to prevent a permanent impairment of a function. The physician used other device( clips) to complete the procedure, no harm, no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.